Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had to be rewound multiple times to finish the process. The insulin pump alarmed no delivery randomly. The buttons are less responsive. Customer's blood glucose level was not reported. The device was not returned.